Event description:
The user facility reported that while in use the device slipped. Reportedly, no patient injury occurred. The unit was returned for evaluation and repair. This incident is related to 3004608878-2006-00051.

Manufacturer narrative:
The device has been received. An investigation has been initiated based upon the reported information.